Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac artery. After a 6f non-bsc introducer sheath was engaged from the opposite side with a non-bsc guide wire. Subsequently, the guide wire was replaced with a 0.035 inch non-bsc guide wire and a 5.0 x 20 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the guide wire was replaced with a 0.014 inch non-bsc guide wire and intravenous ultrasound was performed. A 6 x 4mm sterling balloon catheter was then advanced and pre-dilatation was performed at 14 atmospheres. Subsequently, an 8 x 10mm non-bsc stent and 8 x 4mm epic stent were implanted. Post-dilatation was then performed with the 6 x 4mm sterling balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac artery. After a 6f non-bsc introducer sheath was engaged from the opposite side with a non-bsc guide wire. Subsequently, the guide wire was replaced with a 0.035 inch non-bsc guide wire and a 5.0 x 20 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the guide wire was replaced with a 0.014 inch non-bsc guide wire and intravenous ultrasound was performed. A 6 x 4mm sterling balloon catheter was then advanced and pre-dilatation was performed at 14 atmospheres. Subsequently, an 8 x 10mm non-bsc stent and 8 x 4mm epic stent were implanted. Post-dilatation was then performed with the 6 x 4mm sterling balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.